Event description:
Patient said when he uses insulin pen, the dial will not dial up to the correct units of insulin. The patient is then unable to inject his insulin. Dose, frequency and routes used: inject under the skin 3 times daily. Therapy dates: (B) (6) 2008 to (B) (6) 2009. Diagnosis for use: diabetes. Event reappeared after reintroduction: yes.